Manufacturer narrative:
This report is submitted on march 02, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery.